Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacturing of the device. A product sample was received for evaluation. Visual inspection and functional testing were performed. Physical damage to the top case and front bezel was observed. The technician powered on the device and confirmed the coin battery error. During voltmeter test, measured voltage was found to be zero volt. The reported issue of battery issue was duplicated. The technician replaced defective coin battery to resolve the reported issue. The voltmeter test was conducted again and voltage increased to 3 volts. The device passed all the functional test. The root cause of reported issue was determined to be related to dead coin battery no longer powering the ram memory due to end of its useful life after 10 years of consistent operation. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device did not work after inserting new battery and displayed an error. No patient injury was reported.